Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Health professional later reported left side capsular contracture, baker grade unknown. Healthcare professional later reported "a needle biopsy had been performed on the left breast and there was no clear diagnosis, however, there was some cellular infiltrate which the pathologists though may be consistent with alcl". Healthcare professional also confirmed via pathology, "fluid material with acute and chronic inflammation" and "there is no evidence of lymphoma". Device was explanted and replaced. Complete capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported rupture. Health professional later reported capsular contracture, baker grade unknown. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported rupture. Health professional later reported capsular contracture, baker grade unknown. This record is for the left side. Device has been explanted and replaced.